Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of "three years after implant" reported additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV

Event description:
Healthcare professional later reported "pain", "stiffness", capsular contracture baker grade iii/IV, "no signs of intra or extracapsular ruptures". Healthcare professional later reported "only capsular contracture".